Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that all buttons were stuck. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that they had to go under 3 insulin pumps due to the keypad anomaly. The customer stated that the buttons were soft. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent esc, act and up arrow buttons due to flattened dome switches. No unlocked lcd keypad connector or cosmetic damage noted.